Manufacturer narrative:
During the evaluation of the device at third-party service center, a "ventilator inoperative" condition was identified. The device's printed circuit board will be replaced to address the reported occurrence of a ventilator inoperative error being triggered. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.

Event description:
The manufacturer received information alleging a ventilator inoperative error code was discovered in the device's event log during evaluation. This issue has been identified under the fsn 2023-cc-src-039 due to interruptions and/or loss of therapy due to a ventilation inoperative alarm. There was no patient harm or injury reported with this notification. The device was not in patient use. The device's printed circuit board would need be replaced to address the reported occurrence of a ventilator inoperative error being triggered. The device evaluation is still in progress. If additional information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.

Manufacturer narrative:
Correction to previously reported information: a bipap a30 ventilator was returned to the third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no patient involvement, and no harm or injury reported. During device evaluation, ventilator inoperative codes e-46 and e-47 were noted to have occurred indicating the central processing unit (cpu) cannot communicate with the flow sensor using i2c bus and the cpu cannot communicate with the pressure sensor using spi bus, respectively. Replacement of the device printed circuit board assembly was required to resolve these issues. No foam particles were found inside the device. This device has been serviced, inspected, tested, met acceptance criteria in accordance with all of the applicable customer requirements. The device will be included in the fsn 2023-cc-src-039.